Manufacturer narrative:
Approximate age of device- 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2019 the customer submitted routine log files for analysis. Technical services observed no external power events while the patient was on the mobile power unit. This was reported to be caused by the power cord coming loose from either the wall or the mpu. There was also a backup battery fault on (B)(6) 2019 and a ribbon cable reset was recommended. Technical services also observed 1 low voltage advisory and low voltage hazard reportedly due to the patient running on batteries down below the low voltage advisory threshold. It was reported that there were no other unusual events found in the log files and no alarms were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power events regarding the mobile power unit was confirmed via the provided log file. The log file contained data spanning approximately 8 days of events ((B)(6) 2019 per timestamp). While the mpu was in use, no external power alarms were observed on (B)(6) 2019. These events appeared to have been caused by a loss of ac power as the rsoc steadily decreased. The pump maintained speeds above the low speed limit during these events, and the no external power events resolved when power was restored to the system. No other notable events regarding the mpu were observed. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Multiple attempts were made to obtain the event information (including the serial number of the mpu if the power cord came loose at the wall/outlet or the back of the unit that would have affected ac power at the time of the events; however, no response was given. To date, the mobile power unit (serial #: mpu-unknown) was not returned for analysis. As a result, the complaint file will be closed with no further action. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, low voltage hazard alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event description: correction. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device, and unique device identifier (UDI) are unknown. Investigation conclusions: the reported events of no external power alarms when connected to a mobile power unit (mpu) were confirmed based on the information recorded in the log file (B)(4). Log provided by the customer. The log file contained approximately 7 days of events, from (B)(6) 2019 to (B)(6) 2019, where three no external power alarms while connected to a mpu were recorded. The pump support was not affected, and the system was supported by the backup battery during these events. The root cause for the no external power events was not able to be determined, as the mobile power unit was not returned for evaluation. The log file review also confirmed several low voltage advisory alarm events relating to depleting 14v batteries, which were cleared upon exchange to higher capacity 14v batteries. In addition, on (B)(6) 2018 there was a backup battery fault. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no additional information was provided. To date, the mobile power unit (s/n mpu-unknown) associated with the reported event was unavailable for evaluation and the complaint file will close accordingly. Heartmate ii patient handbook with mpu (doc #108093, rev. F) (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. No further information was provided. The manufacturer is closing the file on this event.